Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for discolored cannula was observed. The photo showed a needle with a partially dull cannula surface. No foreign matter (fm) contamination was observed. Additionally, fifteen (15) retention samples from bd inventory were evaluated by visual examination and the issue of fm or discolored cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of discolored cannula based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: "the needle was contaminated."